Event description:
Pt was to address possible tibial subsidence. Upon exposure it was discovered that the knee was very lax; however, it was not possible to tell if it had subsided.

Manufacturer narrative:
Evaluation was not possible, as the products was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event. Provided information stated upon exposure at revision surgery, the suspected subsidence could not be confirmed. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.